Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During evaluation, findings of crack in the coating of the conducting wires of internal battery was confirmed. The battery was replaced as prevention. Additionally, the front enclosure overlay was also replaced, which was not related to the battery issue.